Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument noted the welded pin of the hinge component on the anchored lever bracket was bent away from the anchored lever bracket. The single use loading unit (sulu) displayed a full complement of staples and the interlock was engaged with no knife blade damage. Functional testing was performed which included resetting and loading the sulu into a test instrument. The sulu and test instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur from rough handling of the product. When the instrument is closed without engaging the anchor bracket posts, a large gap is observed between the cartridge and anvil. Applying external pressure at the fork areas of the instrument to force it together to close causes the separation of the anchor bracket at the posts, similar to the condition of the instrument received. Replication of the engaged interlock condition may occur as a result of improper loading of the cartridge. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open procedure, the device did not close with the reload. Another stapler was used to complete the case. There was no patient injury.